Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with power error detected alarm due to j6 connector resistance issue.

Event description:
The customer's family reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown. Customer states they are able to rewind the pump. Customer was able to successfully clear the alarm. Customer states that recurring power error detected. Customer reports pump has been exposed to temperatures below 41°f. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.